Event description:
The customer's doctor reported the customer being hospitalized for unexpected blood glucose values. The doctor and the customer needed assistance in programming the insulin pump. No further information was provided, no blood glucose values.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.